Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 1 device was received. 30 devices were evaluated in the field. Event confirmation status: 31 reported events were confirmed. Evaluation results: 31 devices were found to be affected by a bent foot. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device was bent. 24 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 31 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 32 reported events are included in this follow-up record. Product return status 9 devices were received. 23 devices were evaluated in the field. Event confirmation status 32 reported events were confirmed. Evaluation results 32 devices were found to be affected by a bent foot.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device was bent. 25 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.